Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited an unspecified anomaly, the physician elected to no longer use the lead and replace it. The patient was doing fine post surgery.